Event description:
The dentist was working on tooth #9 with a contra angle with an abrasive disc. According to the dentist, the head of the contra angle unexpectedly rotated and the abrasive disc cut along the patient's lower lip in a horizontal direction. The cut required sutures.